Event description:
It was reported while using the device; the patient experienced an accumulation of exudate under the dressing which resulted in maceration. The alarm sounded several times over a couple of days; however, the alarm stopped when tubing was removed.